Event description:
Follow up reported that the patient received a replacement on (B)(6) 2015. It was also reported that the patient was doing well. Should additional information be received, a follow up report will be sent out.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient saw elective replacement indicator (eri) message on (B)(6) 2015. The company representative (rep) wanted a battery longevity estimate because the patient was only implanted in (B)(6) 2015. The patient claimed to have used the implantable neurostimulator (ins) at a 7v max. Based on the diary information, the patient appeared to use the stimulator regularly 12 hours per day. Programs a1 were 5.7v, pw 450us, rate 80hz, 430ohms; a2 were 5.7v, pw 450us, rate 80hz, 530ohms. Estimated longevity was 8 months. Using 7v amplitude setting longevity was 5 months. Additional information has been requested to find out if any intervention was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.